Event description:
Customer reported via phone that the blood glucose reading was over 400 mg/dl and their insulin pump was malfunctioning. Customer states that they also received a button error

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.